Event description:
It was reported that the patient¿s transmitter failed prematurely with a low battery alert after 2 months of use, and she was hospitalized due to hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR "it was reported that a transmitter failed error occurred." H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a transmitter failed error occurred. The patient reported that her transmitter failed prematurely with a low battery alert after 2 months of use, and she was hospitalized due to hyperglycemia. She became unconscious on the afternoon of (B)(6) 2019 while home alone. A friend checked on her the next day and found her still unconscious on (B)(6) 2019; the friend called the patient¿s niece who then called 911. Emergency medical services (ems) checked her blood glucose (bg) which read high indicating a value over 600 mg/dl; ems transported her to the hospital where her bg was 1020 mg/dl. She was in the emergency room (ER) for 5 hours and was then admitted to the intensive care unit (ICU) just after midnight on (B)(6) 2019. When transferred to the ICU, her bg was around 700 mg/dl. She remained unconscious until the evening of (B)(6) 2019. During her hospitalization she was treated for kidney failure, hypothermia with a temperature of 90 degrees fahrenheit, and unspecified heart issues. She was discharged from the hospital after 5 days, on (B)(6) 2019; she then went to a rehabilitation center for another 5 days due to continued weakness and was discharged home on (B)(6) 2019. At the time of contact she stated she had still not regained her full strength. Her physician told her that her kidneys had recovered, and her laboratory work was back to normal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.